Event description:
It was reported that stent damage occurred. A 16 x 4.00 promus premier select was advanced to the target lesion and during withdrawal, it was noticed that the stent struts were deformed at the distal end of the stent. It was not easy for the physician to recover the stent. The device was removed and the procedure was completed with another of the same device. The patient status was okay after intervention. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier select, mr, ous 4.00 x 16mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pushed in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 16 x 4.00 promus premier select was advanced to the target lesion and during withdrawal, it was noticed that the stent struts were deformed at the distal end of the stent. It was not easy for the physician to recover the stent. The device was removed and the procedure was completed with another of the same device. The patient status was okay after intervention. No patient complications were reported in relation to this event.